Event description:
Pump was experiencing a "large helium leak alarm". The pt had been stable for 3 days. There was no blood in the driveline and all connections were tight. The helium bottle was full. Arrow clinical support (ach) walked the customer through internal leak testing. The alarms continued and the pump was exchanged. There were no reported pt complications.